Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the from the investigation, according to the facts found out from the investigation, the reported phenomena were not reproduced. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center power would not turn on. The power would shut off randomly. When the power was on, only the image would not display on the monitor. The issue occurred during an unknown diagnostic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient injury or harm.